Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician from a hemodialysis (hd) user facility reported to fresenius that an external dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the unit. The fa stated the blood leak occurred approximately twenty-three minutes into the patient¿s treatment. The facility¿s charge nurse noticed blood trickling down from the header end-cap of the dialyzer while they were making their rounds. The machine, a fresenius 2008t machine, did not alarm. During inspection of the dialyzer, it was reported that a crack was noticed on the exterior head of the dialyzer. There was no known leaking during the priming phase. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused, and the patient¿s blood was returned. Estimated blood loss (ebl) from the leak was 10 to 15 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Event description:
The biomedical technician from a hemodialysis (hd) user facility reported to fresenius that an external dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the unit. The fa stated the blood leak occurred approximately twenty-three minutes into the patient¿s treatment. The facility¿s charge nurse noticed blood trickling down from the header end-cap of the dialyzer while they were making their rounds. The machine, a fresenius 2008t machine, did not alarm. During inspection of the dialyzer, it was reported that a crack was noticed on the exterior head of the dialyzer. There was no known leaking during the priming phase. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused, and the patient¿s blood was returned. Estimated blood loss (ebl) from the leak was 10 to 15 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d4, d9, h4 correction: h6 (device component code) the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a sample was returned to the manufacturer for physical evaluation; however, the lot number did not match what was reported. Additional follow-up confirmed the correct sample was returned. The corporate provided caps were attached to the returned device. The fibers were wet, with evidence of blood exposure. There was blood noted in the threads on the non-cavity ID end. During gross visual examination of the returned sample, a void in the polyurethane (pu) was noted on the non-cavity ID end. The location of the void would cause the o-ring to not seat fully against the pu cut surface. Further visual examination did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The biomedical technician from a hemodialysis (hd) user facility reported to fresenius that an external dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the unit. The fa stated the blood leak occurred approximately twenty-three minutes into the patient¿s treatment. The facility¿s charge nurse noticed blood trickling down from the header end-cap of the dialyzer while they were making their rounds. The machine, a fresenius 2008t machine, did not alarm. During inspection of the dialyzer, it was reported that a crack was noticed on the exterior head of the dialyzer. There was no known leaking during the priming phase. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused, and the patient¿s blood was returned. Estimated blood loss (ebl) from the leak was 10 to 15 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.